Event description:
Ablation console alarmed catheter was not connected. Troubleshooting performed without success. Second catheter obtained which functioned appropriately. FDA safety report ID# (B)(4).